Manufacturer narrative:
Additional information added to b5, h6 and h10. B5: it was reported during follow up that five (5) units of the polyflux 21l dialyzer were impacted. H1: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6) hospital. Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 21l dialyzer, an external leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.